Manufacturer narrative:
Device was returned to medtronic for evaluation. Visual macroscopic examination confirms the screw was fractured. Part appears to be manufactured to specifications. A review of the device history records revealed no non-conformances to specification. Unable to determine cause of the event.

Event description:
It was reported that the patient underwent surgery in 2007 with posterior instrumentation. It was reported that the patient underwent an additional surgery in 2008 to remove a broken screw at s1. No patient complications were reported.